Event description:
It was reported to adac that, when using the film scanner software, they found different source-to-skin distance (ssd) if they did not contour the scan. Changing the threshold did not affect the ssd. The concern is that the pt could be mistreated. No serious injury was reported as a result of this issue.